Event description:
As reported by the (B)(4) study, the patient experienced a transient ischemic attack (tia) following stent implantation. A thrombus was noted at the time the angioguard was removed. Four weeks after the index procedure, the patient was re-hospitalized for possible infection status post coronary artery bypass graft surgery. The target lesion was located in the proximal left internal carotid artery. The lesion was described as thrombosed, 80% stenosed, 13.2mm in length, concentric, arch type I, with mild calcification. The reference vessel 4.8mm in diameter with moderate tortuosity. There was occlusion in the contralateral. A 6mm angioguard rx was deployed beyond the target lesion and a 9x40mm precise pro rx stent was implanted. The angioguard rx was retrieved with debris noted in the basket. No dissection occurred during the procedure. Residual stenosis was 5%. A non-cordis balloon catheter was used for pre and post-dilation. The patient did not have any known allergies to nitinol, nickel, titanium. A non-cordis 6fr sheath introducer was used. There was a tight seal between the stent delivery system and the toughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user aspirated prior to contrast injections. Post-stent implantation, the patient experienced a tia. There was no visual field loss, hemiparesis, hemineglect, or hemitaxia. The study coordinator reported the patient had a moment (less than 3 minutes) of not being able to think the "right words" after stent deployment and before the angioguard was removed. The patient was coherent, moving all extremities, with no slurred speech or aphasia. The patient was diagnosed with transient ischemic attack (tia). The hemisphere tia occurred on was unknown. A thrombus was noted at the time the angioguard was removed. The patient underwent thrombus aspiration and administration of reopro.

Manufacturer narrative:
As reported by the (B)(4) study, the patient experienced a transient ischemic attack (tia) following stent implantation in the proximal left internal carotid artery. The lesion was described as thrombosed, 80% stenosed, 13.2mm in length, concentric, arch type I, with mild calcification. The reference vessel was 4.8mm in diameter with moderate tortuousity. There was an occlusion in the contralateral carotid artery. A 6mm angioguard rx was deployed beyond the target lesion and a 9x40mm precise pro rx stent was implanted with a residual stenosis of 5%. The angioguard rx was retrieved with debris noted in the filter basket. No dissection occurred during the procedure. Post-stent implantation, the patient experienced a tia. There was no visual field loss, hemiparesis, hemineglect, or hemiataxia. The study coordinator reported the patient had a moment (less than 3 minutes) of not being able to think the "right words" after stent deployment and before the angioguard was removed. The patient was coherent, moving all extremities, with no slurred speech or aphasia. The patient was diagnosed with transient ischemic attack (tia). The hemisphere the tia occurred in was unknown. A thrombus was noted at the time the angioguard was removed. The patient underwent thrombus aspiration and administration of reopro. After the angioguard was removed, the patient had complete resolution of the symptoms. The patients medical history includes hyperlipidemia, myocardial infarction, severe cardiac and carotid disease requiring open heart surgery and carotid revascularization, contralateral carotid occlusion. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430863. This packaging lot contained 108 units, which were shipped from lake region medical on (B)(6) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation or balloon inflation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion which is a leading cause of tia. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation.

Manufacturer narrative:
The DHR was completed and is captured below. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00845 and 1016427-2011-00113. Lr packaging l/n# 01430863, 70211507: per lake region report c 11,166: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430863. This packaging lot contained 108 units, which were shipped from lake region medical on february 18, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00845 and 1016427-2011-00113. After the angioguard was removed, the patient had complete resolution of the symptoms. The patient had a normal neurological exam (nihss =0; modified rankin=0) after the procedure. The patient underwent triple bypass on (B)(6) 2011 and was discharged home with no neurological deficits on (B)(6) 2011. According to the investigator, the event was not related to cordis product. The event was related to the index procedure. Four weeks after the index procedure, the patient was re-hospitalized for possible infections status post CABG. This re-hospitalization was related to the patient's sternal wound instability. The event was unrelated to cordis product.